Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to vehicular accident on (B)(6) 2020. Customer stated that accident affects the blood glucose. Customer's blood glucose value was 47 mg/dl. Customer had been using insulin pump system at the time of accident. It was unknown that the customer was using auto mode or not. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.